Event description:
It was reported that on (B)(6) 2022, during a selenia dimensions procedure the system was reported as ¨jolting¨ when put into an angle to the unit when taking the tomo exposure. At the time of the event on (B)(6) 2022, the equipment was examined and found that hardware was loose on the rotation gear to the vta. The hardware was removed and applied loctite and installed a new hardware. The system met the manufacturer´s specifications. The machine was packed and sent to hologic for further investigation and root cause analysis. The vta was returned and the investigation concluded on february 23rd 2023 the following: upon initial inspection one of the vta bolts was sheared at the head. The investigation concluded that the root cause of the jerky motion was due to sheared and loose bolts on the vta. The bolts were loose due to improper loctite application. Not all the bolts were sheared and due to this resulted in jerky motion due to reduce clamping pressure. No patient or staff injury reported.